Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer reported blood glucose value of 52 mg/dl and 420 mg/dl. The customer reported hypoglycemia, hyperglycemia treated with glucose/carb intake, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: dropped the pump. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue the use of the pump mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test. Unit received with battery tube threads - cracked, cracked case on battery side, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.